Manufacturer narrative:
An unused sample was returned for investigation. Visual evaluation of the bupivacaine ampules (lot # 87-159-ev) from the returned trays found no visible non-conformities. The drug liquid was found to be clear (colorless) with no particulates visible inside the vials. Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of bupivacaine lot # 87-159-ev was within specification. Review of the sterilization certificate for the tray lot number 3669767 (po # 565352) revealed that the product was processed according to validated specification requirements and parameters. Smith medical periodically monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Our records show that the supplied drug components continue to meet potency specifications.

Event description:
Information was received indicating that the bupivicaine to a smiths medical portex® single shot epidural tray failed to work and the patient was converted to general anesthesia. There were no reported adverse patient effects.